Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and had their catheter removed. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported the patient was hospitalized for peritonitis, had their pd catheter removed during this admission and was transitioned to hemodialysis. However, details concerning the patient¿s hospitalization, laboratory results, medications, cause of the infection and specific patient details were not provided despite multiple attempts to obtain the required information. It was reported the patient will continue with in-center hd for renal replacement therapy following this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of a laboratory results, hospital documentation and a reported source of this event, the cause of the patient¿s peritonitis cannot be determined as of this reporting. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and had their catheter removed. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported the patient was hospitalized for peritonitis, had their pd catheter removed during this admission and was transitioned to hemodialysis. However, details concerning the patient¿s hospitalization, laboratory results, medications, cause of the infection and specific patient details were not provided despite multiple attempts to obtain the required information. It was reported the patient will continue with in-center hd for renal replacement therapy following this event.